Manufacturer narrative:
H4: the lot was manufactured between december 11, 2020 - december 14, 2020. H10: three (3) actual devices were received containing 32, 68 and 70 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and no leaks were observed during the flow test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor would leaked from an unspecified location. The issue was identified during setup. There was no patient involvement. No additional information is available.